Event description:
It was reported to philips that the system was not responded and got stuck at 00:00. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint philips has completed a good faith effort to get further information regarding patient and procedure outcome. However, the customer has not provided the requested information. The field service engineer (fse) went onsite to troubleshoot the issue. The fse restored ghost backup, and the m -cabinet was opened to facilitate cooling of the system. The customer was also notified about the temperature in the technical room. After repairs the system was returned to use in good working condition. The codes were updated based on the investigation outcome.